Manufacturer narrative:
It was reported that the patient had tibial erosion within the lateral compartment of their tibia discovered during the planning for their itotal knee replacement. Conformis engineering and the surgeon reviewed the case and deemed that the patient would not be a candidate for an itotal implant. The sales agent contacted customer service via phone to cancel the case, but did not submit the cancellation in written/ email form as was requested by customer service. Without the cancellation initiated, the case continued through production and was sent to the hospital for the procedure. The surgeon proceeded with the case and found that the tibial base plate could not provide adequate coverage within the lateral portion of the tibia and was unstable in flexion. A stryker tibial base plate was utilized along with the conformis femoral component and conformis cutting guides. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Retraining of the sales team is underway to ensure that cancellations are provided to customer service in written/ email form.

Event description:
It was reported that the patient had tibial erosion within the lateral compartment of their tibia discovered during the planning for their itotal knee replacement. Conformis engineering and the surgeon reviewed the case and deemed that the patient would not be a candidate for an itotal implant. The sales agent contacted customer service via phone to cancel the case, but did not submit the cancellation in written form as was requested by customer service. Without the cancellation initiated, the case continued through production and was sent to the hospital for the procedure. The surgeon proceeded with the case and found that the tibial base plate could not provide adequate coverage within the lateral portion of the tibia and was unstable in flexion. A stryker tibial base plate was utilized along with the conformis femoral component and conformis cutting guides. The surgery was completed successfully.